Event description:
The customer reported that the collimator error displayed on the system. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare (B)(4). The ge service rep calibrated the collimator on the first two service days and the system appeared to be working. The problem returned and then he replaced the collimator. The system operates as intended.